Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced mental pain, pain, injury, disability, impairment, loss of enjoyment of life, defective mesh, and recurrence. Post-operative patient treatment included medical treatment and hernia repair with new mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental pain, pain, injury, disability, impairment, loss of enjoyment of life, defective mesh, recurrence, loss of abdominal wall domain, irritable bowel syndrome, and abdominal pain. Post-operative patient treatment included medical treatment, revision surgery, abdominal wall reconstruction, bilateral posterior transverse abdominus release, myofascial medial advancement flaps, hernia repair with new mesh, and medication.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, b7, d4 (lot#, catalog#, model#), d8, g1, h6 (ime, imf codes, ime e2402: loss of abdominal wall domain, irritable bowel syndrome). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.